Event description:
During review of a public website, nellcor puritan bennett found that a user reported to possibly having inhaled internal foam. At the time user was contacted, user had not sought medical attention.

Manufacturer narrative:
As per user, device will not be returned for eval. Should further info become available, a follow up MDR will be submitted. Service history record was reviewed and displayed no relevant failure to the report.